Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2019 the patient was in the hospital and lost feeling in their right foot. They thought they had a mini-stroke but determined it was probably something that caused the device to shock the patient and lose control of their leg, be numb, "and everything." After a day of testing, the patient spoke with their neurosurgeon who determined it may have been an issue with the stimulator. There was a reported loss of therapy, shocking, and they lost control of their leg. It was requested that a manufacturer representative assist. No further complications were reported.